Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: the returned battery cap was damaged and not able to maintain electrical connection. With the damaged cap in place on the pump, the alleged power issue was duplicated. A test cap was able to secure to the pump properly and maintain electrical connection. The pump was exercised for 12 hours without any power interruption. On investigation, the battery compartment was confirmed to be cracked. Unrelated to the original complaint, the display screen was noted to be dim/discolored.